Event description:
We received an allegation of questionable ise results for an unspecified number of patients' samples tested on a cobas pure c303 analytical unit when compared to a different instrument. Results for the sodium (na) test were affected. The customer observed "high" na results and qc alarms. No questionable results were reported outside the laboratory. No values were provided. The difference between the initial and repeat results was >6 mmol/l.

Manufacturer narrative:
The na electrode lot number was atk37. The expiration date was not provided. The customer performed an ise check and noted an issue with the vacuum pathway. The field service engineer found that the vacuum nozzle was worn and blocked causing issues with the proper suction. He replaced the nozzle. The service actions (replacing the nozzle) resolved the issue. The root cause was due to a mechanical/wear issue (component failure).